Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). Reporter¿s phone number was not provided. The manufacturing location is unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air pen drive device lacked power. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to june 05, 2009. The unique identifier( UDI) has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 450p passed ¿out qat from heartsine technologies on the 14th may 2015. The device performed to specification throughout testing at heartsine. On the (B)(6) 2018, information from the technical log indicates the shock key had either been ¿stuck¿ or held down by an external force, as the device records a failed weekly auto self-test, as per the reported fault. This resulted in the device powering off with a flashing red status led and a ¿warning device service required¿ message along with a failure chirp. The device was successfully power cycled passing a self-test a day later. No fault could be measured or observed with the shock key line. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes, this equates to approximately 33 months of normal operation without fault. The fault was only replicated by holding in the shock key during a self-test at the start of a manual power cycle. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model. Device not returned yet.